Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable a1c-2 tina-quant hemoglobin a1c gen. 2 results for multiple of patient samples. Data was provided for three examples. (B)(6). It was unknown which result was correct. The patients were not adversely affected. The reagent lot number was 22318401 with an expiration date of 30-jun-2018. The field application specialist ran a correlation with a second analyzer and the results correlated well.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.